Event description:
It was reported to boston scientific corporation that during a lithotripsy procedure using cystoscopy and ureteroscopy with a lithoclast rigid probe, when the console pedal was pushed, the tip of the probe detached and fell through the scope and the sheath and into the patient (location unknown). The detached probe piece was retrieved, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.